Event description:
It was reported that while in use on a patient, this pb560 ventilator generated an abnormal sound and ventilation stopped. Additionally, a "turbine overheat" message was displayed. The patient's oxygen saturation dropped to 40%. The patient was placed on a resuscitation bag and the condition was improved/ the patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Patient information cannot be provided due to the act on the protection of personal information law. Section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. H3: code 81- medtronic has received the suspect device/component from the customer but the device has not yet been evaluated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this pb560 ventilator generated an abnormal sound and ventilation stopped. Additionally, a "turbine overheat" message was displayed. The patient's spo2 (oxygen saturation) dropped to 40% on an unspecified external spo2 monitoring device. The patient was placed on a resuscitation bag and the condition was improved then transferred to an alternate ventilator.

Manufacturer narrative:
Updated codes added to section h6 evaluation code method, result, conclusion and component codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator generated an abnormal sound and ventilation stopped. Additionally, a "turbine overheat" message was displayed. The patient's spo2 (oxygen saturation) dropped to 40% on an unspecified external spo2 monitoring device. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed an spo2 (oxygen saturation) reduction alarm raised and ventilation stopped. The sp also observed "turbine overheat" was displayed on the device and replaced the turbine. During preventive maintenance, the sp replaced the upper housing, lower housing, and battery cover due to damage. The turbine control printed circuit board (pcb), cpu pcb, power management pcb, and inspiratory block were replaced due to excessive dirt. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 updated due to part return section h7: FDA #: z-1775-2022. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator generated an abnormal sound and ventilation stopped. Additionally, a "turbine overheat" message was displayed. The patient's spo2 (oxygen saturation) dropped to 40% on an unspecified external spo2 monitoring device. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed an spo2 (oxygen saturation) reduction alarm raised and ventilation stopped. The sp also observed "turbine overheat" was displayed on the device and replaced the turbine. During preventive maintenance, the sp replaced the upper housing, lower housing, and battery cover due to damage. The turbine control printed circuit board (pcb), cpu pcb, power management pcb, and inspiratory block were replaced as additional findings. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The turbine sn (B)(6) was related to the field corrective action was not returned but was disposed of. One turbine control pcb, one cpu pcb and one power management pcb were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The likely cause of the event was isolated in the field to a potential fault in turbine. There is a previous field corrective action regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.